Manufacturer narrative:
No patient injury was confirmed. The device history record confirms that the product passed and met all requirements before releasing. During a device evaluation, visible damaged was observed on the power distribution unit (pdu) pcb. Soot and scorching were also observed on the etx board. The semiconductor relay failure could be attributed to a single or multiple factors such as a power surge, spike in incoming electrical amperage to the unit, or an electrical short on the semiconductor relay which blew the fuse. This electrical short would curtail the continuous flow of excess electric current downwards from the fuse itself, therefore the damage was isolated to only the fuse and the semiconductor relay. Following the fuse being blown/pcb damaged, the device became inoperable for the user. The device's fuse had still operated as designed by short circuiting and curtailing the excess flow of incoming amperage to the unit, which stopped the continuous flow of electricity to the rest of the device components. With this design, a hazardous situation is prevented. With any risk of ignition/flames appearing upon the pcb, it would remain self-contained within the elite mpx chassis as the system's materials consist of self-extinguishing materials meeting 94 v-2 or better. Additionally, the pdu pcb is located in a non-oxygen environment and any ignition would remain localized to the pcb. To resolve the issue, technician will follow up with replacing power distribution pcb board, semiconductor relay, and fuse. This is reportable since this is a device malfunction and if it were to reoccur, it can cause serious injury.

Event description:
It was reported that an internal fire was observed within the elite mpx during treatment. A fire extinguisher was used to put out the internal fire.